Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely calcified mid right coronary artery (rca). The lesion was predilated, several times, with a maverick 2.0x12 mm balloon. Several attempts were made to place a 2.50x12 mm taxus express2 drug eluting stent, however, the stent was unable to cross the lesion. The shaft broke into two pieces. Then a shorter stent was used to cross the lesion. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.